Event description:
It was reported to us that the tubing does not drain into the bag.

Manufacturer narrative:
We discontinued purchasing this product on july 21, 2011 and we discontinued providing the product to cypress customers in feb 2012.